Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a completed cardiac ablation procedure, puncture site bleeding occurred, and the area was marked to monitor the spread. Later, the bleeding had extended beyond the marking, prompting re-compression and use of a sandbag. The next morning, superficial oozing bleeding persisted, resulting in a delayed discharge. A z-shaped suture with silk thread and compression were applied to achieve hemostasis. Three days later, compression was released and sutures were removed, with no further bleeding or hematoma observed, allowing for patient discharge. No further patient complications have been reported as a result of this event.